Event description:
It was reported that nurse stated that running therapy to cool patient over 24hours to target temperature of 96.8f, patient temperature was 104f, water temperature was 83.5f on the arctic sun device . Nurse said it seems like device was trying to warm patient instead. Mss walked nurse through accessing system diagnostics and device alerted 113 (reduced water temperature control). The outlet monitor temperature (t1) was 83.7f, outlet control temperature (t2) was 83.5f, inlet temperature (t3) was 83.5f, chiller temperature (t4) was 39.4f, water flow rate was 2.7 l/m, inlet pressure was -7 psi, circulation pump command was 63 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 8478.4, pump hours were 7030.4. Mss advised to send the device biomed labeled 113 (reduced water temperature control). Nurse confirmed they do have another device they could swap out. Per follow up information received via phone on 21sep2022, nurse stated that patient was switched to a different device and was able to complete therapy with no issues. The device was sent to biomed. Per sample evaluation results received on 31jan2023, the root cause of the reported issue was due to a failed mixing pump. Confirmed the presence of alert 113 (reduced water temperature control) in patient data. Mixing pump was serviced during preventive maintenance process. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress . Tank seals were found lifted from the tank . Double bend tube and the chiller evaporator outlet tube found expanded during servicing.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The power inlet module and ac main circuit card were preventatively replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated that running therapy to cool patient over 24hours to target temperature of 96.8f, patient temperature was 104f, water temperature was 83.5f on the arctic sun device . Nurse said it seems like device was trying to warm patient instead. Mss walked nurse through accessing system diagnostics and device alerted 113 (reduced water temperature control). The outlet monitor temperature (t1) was 83.7f, outlet control temperature (t2) was 83.5f, inlet temperature (t3) was 83.5f, chiller temperature (t4) was 39.4f, water flow rate was 2.7 l/m, inlet pressure was -7 psi, circulation pump command was 63 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 8478.4, pump hours were 7030.4. Mss advised to send the device biomed labeled 113 (reduced water temperature control). Nurse confirmed they do have another device they could swap out. Per follow up information received via phone on (B)(6)2022, nurse stated that patient was switched to a different device and was able to complete therapy with no issues. The device was sent to biomed. Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was due to a failed mixing pump. Confirmed the presence of alert 113 (reduced water temperature control) in patient data. Mixing pump was serviced during preventive maintenance process. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress . Tank seals were found lifted from the tank . Double bend tube and the chiller evaporator outlet tube found expanded during servicing.